Manufacturer narrative:
(B)(4). The reported impedance anomaly was confirmed in the laboratory during interrogation of the device. The reported output anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The cause of the reported anomalies could not be determined. (B)(4).

Event description:
It was reported that after the implant procedure, defibrillation test was performed, and possible output circuit damage was observed. Low, out of range hv lead impedance was detected and failed to convert the patient. The device was explanted and replaced.

Manufacturer narrative:
(B)(4).